Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735859 , serial lot/sw version: - medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported that after acquiring an initial spin with an imaging system (o2) without issue, the site moved the gantry up for localizer shots in the superior portion and then attempted to acquire another three-dimensional (3d) spin, but the o2 displayed "3d mode disabled, navigation connected but not ready," and the scan was not able to be transferred to the stealth navigation system. The o2 system was in use at the time of the case. Troubleshooting was performed, and the stealth displayed "patient is being scanned"; all 3 green bars were displayed on the system. The clinical consultant (cc) went into the instruments tab and back into image acquisition, and the "patient is being scanned" message disappeared, and all 3 green bars were displayed. The o2 pendant showed the stealth camera with a green checkmark and displayed "navigated spin" enabled. A spin was attempted 2 more times, and the issue reoccurred both times. The stealth and o-arm were rebooted, and the issue reoccurred. The cc then swapped the hand switch for the footswitch, and the issue was resolved. A procedure delay of 10 minutes was reported. There was no impact on patient outcome.

Manufacturer narrative:
H3 / h6) a manufacturer representative went to the site to test the navigation system. It was reported the system underwent a comprehensive evaluation, including hardware, software, and instruments. All evaluations passed. There was no hardware parts replaced. After completion, it was confirmed that the system performed as intended. Codes b01, c19, and d14 apply. A1102 applies to 3d mode disabled, navigation connected but not ready. A13 applies to scan was not able to be transferred to the stealth / patient is being scanned message disappeared. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.